Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g5 mobile application display screen froze. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the frozen app display screen could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.